Event description:
It was reported the patient had their device system explanted due to pain and tenderness at the battery site during daily activities. It was stated the patient had pain in the lower right abdomen, and the patient's clothing was rubbing on the pocket, also causing pain. The patient outcome was reported as "resolved without sequela."

Manufacturer narrative:
Lead model 377875 lot # v021281, lead model 377875 lot # v021281, programmer model 37743 (B)(4), recharger model 37752 (B)(4).